Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had multiple drawers are not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients since the user retrieved the medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the enhanced half height (hh) drawers 1.1 and 1.2 and all their cubies were not detected on bus. A field service engineer (fse) powered down the station and reseated the connections in back. Then the fse ran hardware test application (hta) and checked underneath cubies for debris and pressed down on rowboard connectors. The system functioned as intended after the fse repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had multiple drawers are not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients since the user retrieved the medication from another station. There were no adverse events or injuries reported based on this event.